Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test for ECG "d". This failure was due to a broken bus wire connecting the dome to ECG "d". The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
During an investigation of an electrode belt for an unrelated issue, a reportable malfunction was found. The belt did not pass incoming functionality testing.